Event description:
Event description cpi received information that this implantable pulse generator (ipg) displayed a battery status of 75% at a follow-up visit. Technical services calculated the expected status, using the programmed parameters provided, and concluded that the status should not be depleted to 75%. The physician plans to explant the device.